Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check error, consistent with a program or algorithm execution failure, and the issue resolved after a restart with no impact to insulin delivery or therapy; the implicated component was the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, collection of use information, and analysis of the information provided. Investigation of this case revealed incorrect data definition associated with an algorithm execution failure involving the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.